Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported blood glucose value of 430 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-399a, mmt-332a, mmt-7841zn, mmt-1884. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smart guard feature at the time of the event. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-7841zn. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was succesfully uploaded to carelink. Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self test. Unit received with cracked case on battery side, cracked case (battery side), cracked case- corner of belt clip rails, cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. In summary, customer allegation of cosmetic damage was confirmed during visual inspection when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.